Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Three days prior to the peritonitis diagnosis, the patient experienced loss of consciousness, was brought to the emergency room and was hospitalized for the event. The cause of peritonitis was not reported. Treatment for the peritonitis was not reported. It was further reported the patient experienced septic shock. Treatment for the septic shock was not reported. Subsequently, the patient passed away. The cause of death was reported to be due to septic shock secondary to peritonitis. It was not reported if an autopsy was performed. It was not reported if the patient was recovered or if pd therapy was ongoing prior to or at the time of death. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.